Event description:
The (B)(6) responded to (B)(6) for reported trouble breathing. On arrival, we were met at the door by a male indicating the pt is (B)(6) female seated on a chair immediately inside the door. There was furniture right inside the door blocking our entrance into the residence. She reports that she has been sick for 2 weeks and was seen at the (B)(6) hosp on thursday. They sent her home saying she is just sick. She states she has been having this trouble breathing and she just does not get better. Her father reports that she took her inhaler with limited relief she was switched from her home o2 to our nasal cannula at 41pm. She states she will be able to walk down the short flight of steps to the litter at the bottom of the steps. I prepared the litter while my partner helped her down the steps. She moved to the litter unassisted, sat down and swung her legs up onto the litter. I covered her up with a blanket and secured her to the litter. I asked her if she was having any chest pain and she did not respond. I looked at her face and noticed her eyes rolled back into her head and she was having agonal breathing. We immediately moved her to the ambulance that was parked about 10 feet away and my partner began ventilating with a bvm while I hooked up the defib/pacing pads and called for an additional bls. She was noted to have a rhythm of sinus bradycardia, so I began to pace. I set the rate at 80ppm and the ma at 80. I noticed I did not have capture and attempted to increase the ma. The screen of the monitor locked up and I was unable to change anything. I tried to shut the pacer off but none of the buttons worked. I attempted to turn the monitor off but was unable to do so as none of the buttons would work. Ambulance 198 arrived and the one crew member attempted to obtain medical history from the family while the other assisted me. The only thing they can tell us is she has asthma and she was supposed to go to dialysis today. At this point her rhythm changed to asystole and we began CPR. I requested bc 190 for an additional monitor as this was now a cardiac arrest. I placed a 22ga IV in her left hand on the 2nd attempt. I pushed the first rounds of epinephrine and the bc arrived. He was able to turn the pacer off. I pushed the 2nd and 3rd rounds of epinephrine as noted in the timeline and noted her rhythm was again sinus bradycardia. I pushed 0.5mg of atropine and her rhythm was shortly sinus tachycardia/a-fib with a condition of pea. I placed an io in her left tibia using universally recognized landmarks. I aspirated blood/marrow to confirm placement and attached a 1000ml bag running wide open. The io was secured in place using gauze rolls and tape. We were unable to obtain a pulse, so we continued CPR. Meanwhile bc schware intubated the pt using a 7.0 tube measuring 27cm at the teeth and we began transport. (B)(6) was notified and given the pt update. We arrived still unable to obtain a palpable pulse. We transferred care to the ed team in trauma left with a full report. The ed doctor confirmed tube placement and they continued CPR until they were able to obtain a blood pressure. We moved the monitor out of the room and tested both the defib and the pacing mechanisms and neither worked. The monitor was placed out of svc and we switched to a backup monitor.